Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the error was detected twice in the motor of insulin pump. The customer¿s blood glucose level was unknown at the time of the incident. The customer reports they were able to clear the alarm. Customer states they were able to rewind the pump. The customer assisted with displacement test and did not alarm no reservoir. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and motor test. No unexpected no delivery or insulin flow blocked alarm, pump error 35, pump error 43 or device test failed alarm noted during testing.